Event description:
Reporter indicated a patient had vns lead and generator replacement due to high lead impedance and increased seizures. The generator has been returned and is pending product analysis. Attempts for return of the lead are in progress.attempts for additional information regarding the high lead impedance and increased seizures are in progress.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR. The correct event date is provided.

Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated via an implant card received to the manufacturer that the vns generator only was replaced, and that vns diagnostics with the new generator and resident lead were within normal limits. A device malfunction is not occurring with the vns lead. The explanted generator was returned for analysis and found to be performing as intended. The generator was not at end of service. All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. However based on the significant twisting of the leads, it is likely a lead fracture is present.

Event description:
On (B)(6) 2013 the patient¿s programming history was reviewed and on date of implant for the patient's new generator, (B)(6) 2011, high impedance was observed but appears to have resolved during surgery. A copy of the patient¿s x-rays dated (B)(6) 2013 were received for review. The connector pins are fully inserted inside the connector block. The feedthru wires appear to be intact. The electrodes are not in alignment. Significant twisting of the lead is noted distal to the generator, and gives the appearance of the patient manipulating the leads. The lead wires are intact at the lead pins. There is a portion of the lead behind the generator; therefore, this portion of lead cannot be assessed for continuity. Based on the x-rays images received, there is likely a lead fracture in the area of twisting distal to the generator. Also, the portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of an additional micro-fracture in the lead also cannot be ruled out.